Event description:
Additional information was received from the manufacturing representative reporting that the patient had a pocket revision and their generator (ins) was replaced on (B)(6) 2017. They also reported the serial number for their replacement device. No further complications were reported/anticipated.

Event description:
The patient reported that their stimulation is causing a lot of pain. They stated this issue started about 1.5 months ago. The patient noted that the pain feels like a needle or knife at the implant location. They stated that they have a lot of falls, but the pain from falling has nothing to do with the sharp shooting pain at the implant location. The patient currently has the stimulation off, and has not had any pain since turning it off. The patient has an appointment with their healthcare provider on (B)(6) 2016. The patient was implanted for non-malignant pain and chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the device was not being returned as analysis was not requested. It was reported that the information was confirmed with the physician. No further complications were reported/ anticipated.

Event description:
Additional information was reported by the consumer on (B)(6) 2017 that the patient started having pain in their back at ¿the location¿ about 6 months ago. This was interpreted as meaning the ins site. This pain was sharp and shooting like a ¿needle hot punch¿ right at ¿the site of recharge.¿ the patient stated that they met with the manufacturer representative and health care professional (hcp) who told them the ins was too close to the top of the skin and one of the electrodes was sitting on top. The patient stated that they were for sure going to get a surgery to relocate the stimulator and if there was something wrong with the ins they were just going to replace everything at that point. The ins was too superficial. The patient stated that their ins needed to be relocated because it was ¿too high up in [their] system.¿ additional information was received from the consumer via a manufacturer representative on (B)(6) 2017 reporting that the patient also stated on (B)(6) 2017 that they had pain at the battery site. They met with the health care professional (hcp) who stated that the patient would be a candidate for a pocket revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. It was reported that the patient was having pain again at the battery site. The patient was scheduled for follow-up with the healthcare provider on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-03-22 from the health care professional (hcp) via the manufacturer representative that the patient saw the hcp on (B)(6) 2017 for the follow-up appointment regarding the pain at the battery site. The hcp scheduled the patient for a pocket revision and replacement of the ins and possibly the leads to possibly upgrade to MRI compatible on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.